Event description:
During a ureterolithotomy procedure, the surgeon intended to insert the therapeutic device into the channel of the mr-6la, but the surgeon could not insert it due to the clogging of a channel. The procedure was cancelled even though the pt had been anesthetized already. The facility did not inspect the device prior to the procedure. There was no injury to the pt. The pt was treated at a different hospital the following week.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.